Event description:
Same case as MDR ID # 2134265-2014-00281. It was reported that the rotawire was broken. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus burr and a rotawire were selected for a rotational atherectomy treatment procedure. During the preparation, it was noted that there was a little resistance felt upon advancing the burr catheter over the rotawire. When the physician tested the device, it was also noted that it did not sound right. He then rechecked the rotational speed; however, at that point the rotawire broke. The procedure was completed with another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).